Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while employing a continuous suturing technique and performing distal anastomosis of the graft on the coronary artery during a coronary artery bypass grafting procedure, the needle came off the suture strand. The issue occurred on two units of the suture. Another suture was used to complete the case. There was no patient injury.